Event description:
It was reported that approx two weeks ago, at the beginning of 2003, the pt told their parents that they could no longer hear on their left-hand side. (The pt is implanted bi-laterally). The external equipment was exchanged but this did not improve the situation. Telemetry carried out showed 'poor coupling' to the pt.